Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinic al study. A motor stall had occurred status post an MRI. Pump motor stall and recovery occurred with an occurrence of "stopped pump period may exceed tube set" on (B)(6) 2017 after an MRI motor stall that occurred on (B)(6) 2016 at 15:41 and recovered on (B)(6) 2017 at 12:06. Diagnostics included interrogation of pump. It was indicated that the relationship of the event to the device or therapy was noted as related. No interventions/actions were taken. The event resolved without sequelae on "(B)(6) 2017." The pump system was delivering dilaudid 8mg/ml at 0.6376mg/day via an implanted pump. The patient did not experience withdrawal or changes in analgesia during the event. When the clinician restarted the pump, they decreased the daily dose by (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hy dromorphone) 8.0mg/ml for a total dose of 0.7557mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 a motor stall occurred and was due to magnetic resonance imaging (MRI). Diagnostics/troubleshooting performed included interrogation of the pump at regular office visit. It was noted that the pump was interrogated and restart occurred. It was noted the issue was resolved and patient's status at time of report was "alive-no injury." No surgical intervention occurred or was planned, and pump remains in service. Pump logs showed a motor stall occurred on (B)(6) 2017 at 15:41, stopped pump period may exceed tube set on (B)(6) 2017 at 15:41, and a motor stall recovery occurred on (B)(6) 2017 at 12:06.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(4) 2017 and not on (B)(4) 2017 as previously reported. The event date was noted to be (B)(6) 2017 not (B)(6) 2017. No further complications were reported/anticipated.